Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Three falsely elevated troponin I results were obtained on a pts' samples. The results were reported to the physicians. The original samples were retested on the original analyzer using a new flex cartridge and negative results were obtained. Two patients were taken to the cardiac cath lab and one pt underwent a stress test. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.

Event description:
Three falsely elevated troponin I results were obtained on a patients samples. The results were reported to the physicians. The original samples were retested on the original analyzer using a new flex cartridge and negative results were obtained. Two patients were taken to the cardiac cath lab and one patient underwent a stress test. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe.

Event description:
Three falsely elevated troponin I results were obtained on a patients samples. The results were reported to the physicians. The original samples were retested on the original analyzer using a new flex cartridge and negative results were obtained. Two patients were taken to the cardiac cath lab and one patient underwent a stress test. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the flex cartridge by the r2 probe.